Event description:
Ambulatory chemo pump connected for 24 hr infusion. Returned next day and pump appeared to have a suction effect tubing, from needle to chemo bag, filled with blood (including chemo bag).